Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the users hearing perception has decreased since(B)(6) 2019. No trauma has been reported, no swelling/redness at the implant site. Re-implantation is considered.

Event description:
Reportedly, the users hearing perception has decreased since august 25, 2019. No trauma has been reported, no swelling/redness at the implant site. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.